Manufacturer narrative:
This report is submitted on 07 january 2020.

Event description:
It was reported that the patient experienced poor performance as a result of head trauma; subsequently the device was explanted on (B)(6)2019.

Manufacturer narrative:
This report is submitted on march 14, 2020.